Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical generator was used during a procedure on (B)(6) 2009. According to the complainant, during the procedure, the generator failed to produce any bipolar output. The physician tried changing out the probes with no success (it was later confirmed that there were no issues with the probes). The complainant confirmed that the monopolar output of the generator was working properly. Follow-up with the complainant indicated that further information regarding the patient or procedure was unavailable.

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).